Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m119538 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m119538 and test base part number 190-430 / lot m119538 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m119538 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
A customer reported discrepant results with the ID now covid-19 assay. The customer reported a positive result with the ID now covid-19 assay on (B)(6) 2020 at (B)(6) laboratory. The customer reported that the patient sample was sent to the department of health laboratory for confirmation testing (diagnostic methodology not otherwise specified), generating positive results. Confirmation testing date/time was not provided. On (B)(6) 2020, the customer reported the patient sample was retested with the ID now covid-19 assay at cdt culebra laboratory, generating negative results. No additional repeat and/or confirmation testing information was provided. Patient information, including symptoms, treatment, impact and outcome are unknown. Attempts to gain further information were not successful. The customer did not provide information regarding sample collection, including sample type, swab type, use of vtm (viral transport media), quantity of swabs collected and respective dates of collection. It is unknown if multiple sample collections were performed or if the same patient sample was used for each of the 3 testing events. The supported claims stated in the ID now covid-19 product insert do not support testing the same patient swab up to 3 days apart ((B)(6) 2020). Per the ID now covid-19 product insert: direct nasal, throat or nasopharyngeal swabs should be tested as soon as possible after collection. If immediate testing is not possible, the nasal, throat or nasopharyngeal swab can be held in its original package (or placed in a conical tube and capped tightly) at room temperature (15-30¿c) for up to 2 hours prior to testing. If a direct nasal, throat or nasopharyngeal swab specimen will be held longer than 2 hours, it must be refrigerated at 2-8¿c and tested within 24 hours from the time of sample collection. The ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. The product insert instructions the operator to use freshly collected specimens for optimal test performance. Inadequate specimen collection or improper sample handling/storage/transport may yield erroneous results. Additionally, the operator is instructed to discard the swab into a biohazard waste container after mixing the patient swab in the sample receiver liquid. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The product insert states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Limited information does not enable abbott diagnostics (B)(4), inc. To determine if the customer performed off-label testing techniques on the same patient swab beyond storage claims (>24 hours refrigerated 2-8c¿) or if a new sample was collected and tested 3 days after initial testing. While the ID now covid-19 test intended use indicates test results are for the identification of sars-cov-2 rna, which is generally detectable in respiratory samples during the acute phase of infection, cautionary consideration of a false negative result is acknowledged. Therefore, this event shall be considered reportable due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.

Event description:
Supplemental information was received from the customer that provided information regarding: the patient, the confirmation test, and the sample collection for the second ID now covid-19 assay performed (B)(6) 2020. The follow-up information provided by the customer indicates a false negative result (not conflicting results as previously reported). Confirmation testing on a nasopharyngeal (np) swab with rt-pcr (not further specified) generated positive results (CT value not provided). Subsequently, on (B)(6) 2020, repeat testing performed by using a new kit-provided nasal swab to collect a np sample and test directly with the ID now covid-19 assay generated negative results. Additional testing was not performed. The patient was asymptomatic and did not receive any medical treatments/therapies. Patient outcome was not provided. Per the product insert, kit provided swabs are not intended for nasopharyngeal samples.